Event description:
Tip of the device broke off into the patient, all was retrieved. However it added between 1 1/2 to 2 hours onto the surgery time to remedy the issue. The case was concluded without further incident and no patient harm.